Event description:
It has been reported that the voice prompts were inaudible during a patient use event. The patient outcome is unknown.

Event description:
Information received confirms this issue was discovered outside of patient use. It has been reported that device speakers are not functioning correctly.